Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose was 42 mg/dl yesterday. He changed his infusion set yesterday and his blood glucose climbed to 409 mg/dl. The customer treated via insulin pump bolus and manual insulin injection. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. However, there was an air bubble in the tubing; the bubble was between an eighth of an inch to a quarter inch in size. The customer attempted a fixed prime but no insulin exited. The wife stated that the set was the cause of the high blood glucose and that she will monitor the insulin pump. No products were returned or replaced at this time.